Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer got into a car accident and passed away. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller stated that they do not have the customer's insulin pump. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer. Pump passed functional testing.